Event description:
It was reported that during a rectal procedure, after the battery was installed, the main body was illuminated. The device was docked until the orange indicator was no longer visible. However, when attempting to fire at a position slightly below the center, the device could not be fired. Although the battery was reinserted, the device did not operate. The surgical procedure was changed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: "how was the procedure changed to complete the case? =>stoma was created. Was the surgeon able to keep the initial anvil in the lumen and reattach to a new powered circular stapler of the same diameter as referenced in the IFU? =>unk how was the procedure completed? =>stoma was created. Rectal case, the transection site is unknown. There were no issues with tightening the adjusting knob or releasing the safety. The surgical procedure was changed, and a stoma was created to complete the procedure. There are currently no issues with the patient¿s condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.